Manufacturer narrative:
Patient is a 69-year-old, middle eastern female with no prior history of facial procedures. The treatment plan included microaire power assisted liposuction followed by renuvion to the jawline and neck as well as sciton profractional laser to the face. Approximately 80 - 100cc of infusion fluids were inserted into the planned liposuction and renuvion treatment area. Pre-tunneling was performed with a 2.5mm basket cannula and approximately 30 - 40 cc of aspirate were removed prior to the renuvion treatment. The left side was treated first followed by the submental area and finally the right side. The renuvion apr device (UDI-di (B)(4) settings were 75% power and 1.5 lpm of helium flow, with a total of approximately 6 kj delivered energy. Doctor performed 3 antegrade-retrograde passes approximately 3cm apart at a pace of one to three cm per second during the strokes. A thermal injury on the left side of the neck was noted immediately after the case. The right side was treated in a similar fashion and does not have a thermal injury. The area was cleansed, and silvadene topical is applied. No compression was applied afterwards. Over-treatment of a targeted area or using combination therapies causing unintended burns (deep or superficial), pain, discomfort, bleeding, pigmentation changes, increased healing time, unsatisfactory scarring, and/or unacceptable cosmetic result are known potential complications for liposuction procedures and energy device technology.

Event description:
The patient presented with a thermal injury to the left side of their neck after a procedure in which renuvion was used as part of the overall surgical treatment.